Event description:
Hip done in 1999 was having groin pain. The cup and head were replaced.

Manufacturer narrative:
The other device listed in this report was an unknown 28+28mm std head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain or subsequent revision. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
Manufacturing and expiration date corrected. An event regarding wear was reported for a sys 12 28mm 15d duratn ins p2. The event was confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation. A medical review was performed on an undated post event x-ray. It was concluded that "root cause of failure is most probably procedure-related with regard to cup malposition causing rim loading of the liner and thereby an overload condition to prematurely wear the liner." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The cause of the polyethylene liner wear was determined to be as a result of the cup positioning.

Event description:
Hip done in 1999 was having groin pain. The cup and head were replaced.